Manufacturer narrative:
A failed crt assembly was replaced and the device was returned to the customer for use. The failed crt assembly was evaluated and a capacitor was observed to have been installed in the reverse polarity which caused a resistor to overheat and burn open.

Event description:
The device was used to administer 2 consecutive countershocks to a pt. The defibrillator was being charged for a 3rd countershock, should it be needed, when the monitor crt display allegedly went blank. Smoke from the unit was also allegedly observed. The pt converted to a sinus rhythm after the second countershock and did not require a third shock. There were no adverse affects to the pt reported.